Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. Unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test, due to no act button response. No moisture damage inside pump noted. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported none of the buttons on the insulin pump where functioning. Customer's father took out batter and still the buttons were unresponsive. Customer's blood glucose was unknown. Customer's father stated the device might have gotten wet with from the sprinkler. Customer's blood glucose was in the 400 mg/dl range. Customer father was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.